Manufacturer narrative:
Additional information: device manufacture date provided. The suspect fuses were returned to the manufacturer for evaluation. Testing found that the fuses were open. Indicating an electrical issue occurred. The suspect power cable was returned to the manufacturer for evaluation. Functional testing could not replicate the reported issue. The representative reported that the cable failed visual inspection as the group wire on the cable was cut.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 31 january 2017. The representative found that two fuses within the din rail were open. The power cable was replaced as requested though no fault was found with the cable. The representative replaced the fuses to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses and power cable have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, after bringing the imaging system and viewing station of the imaging system into the operating room (or), the viewing station of the imaging system was plugged into the wall and a spark was observed. Following the spark, the line power light on the viewing station of the imaging system was not illuminated. The site elected to bring in a separate medtronic imaging system to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.